Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 12mm x 5.00mm nc quantum apex¿ balloon catheter was selected to post dilate the target lesion. During the second inflation, the balloon ruptured at 15 atmospheres. The device was removed intact. There was no kink prior to use. No resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).